Event description:
On (B)(6) 2014, olympus biotech received a study report for a post-marketing study conducted in (B)(6), which was entitled "study to assess the clinical effectiveness of rhbmp-7 in long-bones non-unions". This was a retrospective study which compared the effectiveness of rhbmp-7 (osigraft / op-1 implant) and autologous bone grafts in upper and lower limb non-union fractures. In this report, one pt experienced femoral head necrosis. The study investigator did not assess seriousness of the event or relatedness to osigraft / op-1 implant. The manufacturer assessed this event as serious and not related to osigraft / op-1 implant. On (B)(6) 2014, follow-up information was received. This is a report concerning a (B)(6) old male pt (initials (B)(6)) who had a closed bifocal femoral fracture and underwent two previous surgeries. The surgeries resulted in an adequate stabilization. Subsequently, the pt developed an atrophic non-union with bone loss due to severe osteoporosis. At the visit before osigraft / op-1 implant surgery, the bone defect measured 1 cm. On (B)(6) 2007, the non-union was treated with nailing and osigraft / op-1 implant. In late (B)(6) 2007, the first evidence of femoral head necrosis was reported. This adverse event was managed with surgery to implant prosthesis. The non-union was declared healed after nine months from surgery. The study investigator assessed this event as serious and unlikely related to osigraft / op-1 implant. The manufacturer assessed this event as serious and unlikely related to osigraft / op-1 implant. No further information is expected. Cases (B)(4) were reported by the same author and occurred during the same post-marketing study.